Manufacturer narrative:
Device used for treatment, not diagnosis additional device info: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the manufacturing investigation reported the tip is broken off; the broken off portion has a length of approx. 11 mm. The measurable dimension of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard stainless steel 440a per iso 7153 the investigations have shown that the cutting edges of the drill bit are worn. It is unknown how many times the drill bit was used before the breakage; hence the condition of drill bits cutting edges before the surgery is unknown. The microscopic view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. Considering all relevant findings the complaint condition is likely the result of the drill bit broke due to a mechanical overloading situation while in use. The drill bit possibly was exposed to extended lateral stress or got in contact with other metallic parts. Neither a product nor a material related condition was found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a broken tip of 2.0mm drill bit left in left hip of the patient during total hip replacement surgery. The surgeon was informed of a possible broken implant during operation, but not definite. An x-ray was taken post op which confirmed the broken implant. The broken tip was taking out next day. This report is for 1 of 1 complaint (B)(4).